Manufacturer narrative:
Failure analysis on the returned touchscreen shows that all electrical testing is in specifications, intermittent unresponsive regions "alarm silence" and "alarm reset" on the touchscreen are observed. Faults are found on this returned touchscreen. This failure was caused by the manufacturing process leaving dead spots on the screen.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 08jan2021

Event description:
The customer reported that the screen went blank. The customer verified that the unit logs a pressure regulation high error code. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:28dec2020. B4:02mar2021. H11:g5:k102985. H10: per biomed, the reported pressure regulation high that was found in the error log was not duplicated. Biomed replaced the user interface and power switch overlay during servicing of the device to address the blank screen issue. This is unrelated to the initial problem reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.